Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had not infused. They stated that the infusion had run for three hours, but had not delivered any medication and the pump did not alarm. Mmdg followed up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint. (B)(4).